Event description:
On (B)(6) 2010 patient experienced elevated blood glucose of over 600 mg/dl. Patient treated self with an insulin injection and was seen in emergency room. Patient was not given treatment at hospital. Emergency room nurse inspected infusion device and determined patient is "pulling out" infusion set during the night. Troubleshooting was completed with patient by company representative and did not reveal any product issues. Patient was instructed on securing infusion set to body. No product was requested for evaluation as product has been discarded.

Manufacturer narrative:
No product will be returned for evaluation.